Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A caregiver reported a ¿lo¿ (readings less than 40 mg/dl) message was received on the sensor as compared to a built-in meter. It was further reported that the customer did not experience any symptoms however, the customer was unable to self-treat. The customer¿s mother treated him with a slow 1ui insulin drop, 1 compote, and 2 biscuits. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.